Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate mode switching was observed due to far-field r wave oversensing via remote transmission. Patient was asymptomatic. Programming changes were recommended. No further information available.